Event description:
According to the initial information received, a 22mm amplatzer septal occluder (aso) was implanted on (B)(6) 2012, in the patient's secundum ostium atrial septal defect. On (B)(6) 2012, erosion was reported and the aso was surgically removed from the patient.

Event description:
According to initial information received, a 28mm aso was involved and was implanted (B)(6) 2011. The patient's secundum ostium atrial septal defect (asd) measured 16.2mm x 31.8mm on tee and 28.7mm with a sizing balloon. On (B)(6) 2012, the patient passed out following cold symptoms and chest pain. She was taken by ambulance to the hospital for observation. On (B)(6) 2012, tachycardia was observed. A cardiographic ultrasound was taken and revealed a pericardial effusion. Due to suspected erosion and tamponade, the patient was referred for surgery. A small median sternotomy was performed and the pericardium was incised relieving the pressure which resolved the tamponade. The patient was then connected to a bypass machine and the status of her aso was reviewed. The right atrium (ra) was incised and the surface of the aso was covered by a thin layer of endothelial cells. The source of the original effusion was researched and a thinning left atrial (la) wall was found; the la disc of the device could be palpated from outside the la wall. The tissue covering the ra disc was removed from the aso and the la disc could be seen forcibly pushing on the la roof and inferior edge; tissue damage was found at both locations and the la roof had a 2mm diameter hole. The aso was cut at the waist and both discs were removed. The aortic wall's la wall was also examined; the inner membrane of the la was thin and close to being perforated so it was reconstructed and repaired. The original asd was closed by a 35mm x 25mm autologous pericardial patch.

Manufacturer narrative:
Conclusion:the results of this investigation are inconclusive because the device was not returned for analysis and medical records and images were not provided. The cause of the reported erosion remains unknown.

Manufacturer narrative:
Image review: aga requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Device analysis: aga medical could not evaluate the product involved in this event since it was not returned. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Conclusion: the results of this investigation are inconclusive because the device was not returned for analysis and medical records and images were not provided. The cause of the reported erosion remains unknown.

Manufacturer narrative:
This event was reviewed by the st. Jude medical erosion board which confirmed that erosion occurred.